Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 43-year-old male with an unknown medical history underwent implantation of an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was percutaneously implanted via the right femoral artery. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, with improvement to scai stage d during support. The impella cp was successfully implanted. On the following day, a decision was made to escalate support to an impella 5.5, which was implanted without reported complications, and the impella cp was explanted with one perclose and manual pressure. On post-explant day three, the patient¿s right lower extremity, corresponding to the prior impella cp access site, was noted to be ischemic. The interventional cardiology and vascular surgery teams were notified. It was further reported there were absent distal pulses in the right foot with limited flow through the leg. Further management was under discussion at the time of this report, and no additional information regarding intervention has been made available. However, it appears the patient remained on impella 5.5 support. Limb ischemia is consistent with known risks described in the impella cp instructions for use. Further information regarding the event is unknown.

Manufacturer narrative:
Section b5 and d6b was updated based on the additional information received.

Event description:
Additional information received that the leg ischemia was not resolved. The impella 5.5 was removed. Latest update for the leg is that they are going to remove the leg at some point.

Manufacturer narrative:
Clinical narrative: a 43-year-old male with an unknown medical history underwent implantation of an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was percutaneously implanted via the right femoral artery. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, with improvement to scai stage d during support. The impella cp was successfully implanted. On the following day, a decision was made to escalate support to an impella 5.5, which was implanted without reported complications, and the impella cp was explanted with one perclose and manual pressure. On post-explant day three, the patient¿s right lower extremity, corresponding to the prior impella cp access site, was noted to be ischemic. The interventional cardiology and vascular surgery teams were notified. It was further reported there were absent distal pulses in the right foot with limited flow through the leg. The field rep relayed information that the leg ischemia was not resolved. The impella 5.5 was removed. There is discussion "to remove the leg at some point." Limb ischemia is consistent with known risks described in the impella cp instructions for use.

Manufacturer narrative:
This report has been identified as a duplication of mwr-(B)(4) all relevant information will be updated under mwr-(B)(4). Any further information will be reported on mwr-(B)(4).